Manufacturer narrative:
As reported, there was no blood flow in the backflow indicator of a 5f exoseal vascular closure device (vcd). Hemostasis was achieved through compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified to use the device, and there were no visible signs of damage to the device or packaging prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified angiographically, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there were no visible calcium/plaque at the puncture site. Additionally, there was no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. Blood flow did not stop and then restart during the procedure. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found partially locked. No other anomalies were observed during the analysis. The bench-top test could not be performed. Initially, an attempt was made to clean the exoseal unit by soaking it in hydrogen peroxide in an ultrasonic bath. However, the unit could not be sufficiently cleaned to proceed with the test. Amplified image of the bleed-back indicator was captured, confirming the presence of blood flowing through the mechanism and the indicator. The image provides clear evidence of blood movement within the system. The reported event by the customer as ¿bleed-back indicator ¿ bleed back issue - absent¿ was not confirmed since there is evidence of blood flow on the bleed back indicator as well as its adjacent mechanism. Procedural, patient related, and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was no blood flow in the backflow indicator of a 5f exoseal vascular closure device (vcd). Hemostasis was achieved through compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician was certified to use the device, and there were no visible signs of damage to the device or packaging prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified angiographically, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there were no visible calcium/plaque at the puncture site. Additionally, there was no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to the procedure. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. Blood flow did not stop and then restart during the procedure. The device is being returned for evaluation.